Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2011-00195. On (B)(6) 2009, an enterocele repair, rectocele, bilateral salpingo-oophorectomy and anterior colporraphy were performed. During the procedure, an elevate anterior and a non-ams device were implanted. On (B)(6) 2009, the patient underwent a partial elevate mesh removal due to anterior mesh extrusion and dyspareunia. Since this and other surgeries, the patient reportedly suffers from pain, dyspareunia, vaginal bleeding, dysuria and persistent infection.